Manufacturer narrative:
This MDR was submitted inadvertently. This device is not sold in the united states.

Event description:
During the insertion, crack on the catheter with brittle material. Blood leak, removal of the catheter and re-insertion after its shortening with use of other external adaptors (using extra material).